Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Event description:
Reportedly, a case report was received on 24 nov 2009 from a patient in the netherlands. The report alleges that on (B) (6) 2009, during a cvvh treatment, the post dilution pump started to turn very fast (similar to maximum speed) and filled the patient with approx. 2 liters of fluid. The event resulted in a 'near incident' but did not result in patient injury. The fluid that was administered in the short period of time was withdrawn again. No alarms were active during this incident. Prescribed treatment: cvvh citrate, blood flow 200 ml/min, citrate flow 90 ml/hr, calcium flow 0 mml/hr, postdilution 2800 ml/hr, predilution 0 ml/min and temp. 39 dgr. C. The machine used is a aquarius (B) (4) with citrate upgrade kit (B) (4). A nurse was in front of the machine, and fortunately, she noticed the fast turning pump. It was impossible to stop the pump with the balance start/stop, mute or blood pump button. Only after pressing multiple buttons the pump stopped turning. (B) (4).

Manufacturer narrative:
Customer report was not confirmed. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no short or intermittent conditions. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body.